Event description:
It was reported that during peripheral treatment procedures, guide wire tip and coating detachment issues have occurred. The lesions are located below the knee and are typically tightly stenosed and very calcified. The v-14 guide wire functions well during insertion and advancing but when the v-14 guide wire is looped in the anatomy, the v-14 guide wire tip detaches as well as some coating. The unspecified balloons used with these guide wires function as intended. No attempt has been made at retrieval as the detached v-14 guide wire tips are approximately 1cm. The wire is removed and replaced with another of the same. No patient complications have been reported.

Manufacturer narrative:
Initial reporter: dr (B)(6). Device evaluated by manufacturer: the complaint device was not received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).